Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter stuck on the guide wire. Vascular access was obtained via the groin. The 90% stenosed de novo lesion was located in the mildly tortuous, non calcified left anterior descending artery (lad). The target lesion was predilated with a 3.0x12 apex balloon catheter, and a promus 3.5x15 stent was successfully implanted. A 8mm x 4.50mm nc quantum apex mr balloon catheter was advanced and inflated to 16 atms to post dilate the stent. The balloon was fully deflated and friction was experienced during withdrawal. The balloon and a non-bsc guide wire became stuck together during withdrawal. The non-bsc guide wire and the balloon catheter were successfully removed. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the monorail (mr) nc quantum apex balloon catheter was returned for analysis; however, the guide wire used in the procedure was not returned for analysis. Magnified and tactile analysis revealed multiple kinks in the hypotube. The inner diameter of the tip and wire exit notch were within specifications. A new .014" guide wire was advanced all the way through the wire lumen with no resistance encountered. Despite a thorough analysis of the returned device, it was not possible to verify the reported tracking difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter stuck on the guide wire. Vascular access was obtained via the groin. The 90% stenosed de novo lesion was located in the mildly tortuous, non calcified left anterior descending artery (lad). The target lesion was predilated with a 3.0x12 apex balloon catheter, and a promus 3.5x15 stent was successfully implanted. A 8mm x 4.50mm nc quantum apex mr balloon catheter was advanced and inflated to 16 atms to post dilate the stent. The balloon was fully deflated and friction was experienced during withdrawal. The balloon and a non-bsc guide wire became stuck together during withdrawal. The non-bsc guide wire and the balloon catheter were successfully removed. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.